Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (line through display) issue. The reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. This complaint is reportable because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/16/2016 with the following findings: a horizontal blue line was observed through the display. Display was clear and legible when tested with a test display. Unrelated to the complaint, a battery compartment crack was observed at the case seal below the bumper. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.